Event description:
A report was received that the patient experienced extreme discomfort at the ipg site because she was very underweight. The patient underwent a pocket revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.